Manufacturer narrative:
Lens work order search. A lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens but did not like the way the lens was positioned due to the lens not ejecting properly into the patient's eye. The lens was cut into pieces to remove with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.